Event description:
It was reported that during a low anterior resection the device was fired and had two complete donuts, however the staple line had a gap in it. The gap was closed with suture and there was no patient consequence. Device was discarded.